Event description:
A pt reported experiencing inaccurate low results with an otbe meter. The pt's blood glucose results were 49 mg/dl vs. 102 lab. Tests were done within 10 minutes with a difference of 42 mg/dl. Pt did not experience any adverse events. No further info has been reported.